Event description:
This is filed to report single leaflet device attachment (slda), requiring intervention it was reported that a mitraclip procedure was performed to treat a functional mitral regurgitation (mr) with grade of 3-4. First clip was placed on the mitral valve with no reported issue. Leaflet insertion assessment was performed and was satisfactory in all views. After deployment, the clip detached from the anterior leaflet (single leaflet device attachment (slda)). Another clip was implanted to stabilize the first clip, reducing mr to grade 1. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported slda was unable to be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.